Event description:
The surgeon initially reported a case where metal fragments were noted in the eye using the regular phaco handpiece. Additional information received from the surgeon on 12/04/2006 stated there were at least six total incidents where metal particles were found. He reported that none of the particles have been saved. Particles seem to occur after the groove is made, or before he is attempting to remove the quadrants. The patients had no reactions to the particles. The surgeon's questionnaires were received on 12/21/2006. He stated the particles were not removed in all cases; some became attached to peripheral iris. Also stated that there appears to be no reaction to the retained flecks. No additional information is expected. This patient is reported under MFR. Report #2028159-2007-00061. The other five patients are reported under MFR. Report #s: 2028159-2007-00060;2028159-2007-00062;2028159-2007-00063;2028159-2007-00064;2028159-2007-00065.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.